Event description:
It was reported that the asymptomatic patient presented in clinic complaining of chest pain following a car accident. Upon device interrogation, the atrial lead exhibited high thresholds due to dislodgement. The lead was successfully repositioned on (B)(6) 2010.